Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The location of the lesion is unknown. The 8mm x 2.25mm quantum maverick monorail balloon catheter was advanced to the lesion and upon inflation, the balloon ruptured at rated burst pressure. The balloon catheter was removed intact without any associated complications. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)